Event description:
It was reported that a surgical procedure of a revision of a right gmrs distal femur. The surgeon did a trial reduction and requested that the std right gmrs distal femur component (6495-2-040) be opened. The circulating nurse noticed that the plastic boarder on the inner packaging was cracked and the implant sterility as potentially contaminated. We opened and used a small right gmrs distal femur (6495-2-020). This component was implanted and surgeon was satisfied with the post op results.

Manufacturer narrative:
Based on the visual inspection of the returned packaging appears that this component packaging was subjected to excessive handling whereby the unit carton was compressed to the extent that the outer blister cracked under the compressive force it was subjected to. DHR review for the reported lot determined that the device was manufactured and packed to specification. Chr review determined that there were no similar events reported for the lot. This investigation is similar to event whereby the investigation for a similar event for the same pack configuration concluded that the packaging damage was caused by excessive handling during distribution.

Manufacturer narrative:
When completed, the evaluation summary will be submitted in a supplemental report.

Event description:
It was reported that a surgical procedure of a revision of a right gmrs distal femur. The surgeon did a trial reduction and requested that the std right gmrs distal femur component (6495-2-040) be opened. The circulating nurse noticed that the plastic boarder on the inner packaging was cracked and the implant sterility as potentially contaminated. We opened and used a small right gmrs distal femur (6495-2-020). This component was implanted and surgeon was satisfied with the post op results.